Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shut off unexpectedly, during use on patient. No harm reported.

Manufacturer narrative:
Due to character limitation initial reporter full name chansothea pahok a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit overheated and shut off unexpectedly, during use on patient. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: b5, d4. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and could not duplicate the issue. Unit failed compressor test. Replaced compressor (0119-00-0236) and filters (0103-00-0499, 0103-00-0631). Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. Reopened to update patient harm information because clarification is needed to confirm was their patient harm during using as indicated in the parent record or per the medwatch patient was unconscious and required CPR by a civilian prior to use of the pump. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0119-00-0236 rev. C, sn (B)(6). Pn 0103-00-0499. Pn 0103-00-0631. Parts were received with a reported failure of the compressor test during repair. The fat performed a visual inspection and found the part to be in good condition. The fat installed pn 0119-00-0236 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The fat installed pn 0103-00-0499 and pn 0103-00-0631 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.

Manufacturer narrative:
Updated data: b4, d9 g3, g6, h1, h2, h11.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: a2, a4, b4, d9 g3, g6, h2, h3, h4, h10. Additional contact: (B)(6).